Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: jan 16, 2024. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection reveal that the lens was cut in half with one haptic detached and missing, consistent with a lens that was explanted. The lens was also coated in viscoelastic residue; the lens was cleaned and no issues that could cause or contribute to the complaint issue was observed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order was performed. Conclusion: the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a4 and a5: unknown/ asked but not available. Section b3: date of event: unknown, not provided. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that multifocal intraocular lens had been exchanged and removed. Additional information revealed that the patient's vision was decreasing along with other visual disturbances, including night driving. The lens was removed and replaced with another company lens. There was no injury, and surgical and medical interventions required. The product is being retuned. No further information is available.

Manufacturer narrative:
Correction: per further review, code 2138 - visual impairment from the initial MDR is no longer applicable. The following field has been updated to reflect the new code: section h6: health effect - impact code: 2271 - therapeutic response decreased all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.